Manufacturer narrative:
(B)(4). Potential reprocessing. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the black tissue pad detached but with evidence of the tissue pad material in the clamp. It is probable that this may affect the functionality of the tissue pad. The device was functionally tested on the generator and the max hand control button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the max hand activation dome and the metal rings of the hand activation contacts. The corrosion in the domes and in the hand activation contacts is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure the scalpel could not cut. The tissue pad had partly fallen off when the nurse washed the jaw. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.